Event description:
It was reported to philips that the device defibrillator for the crash cart needs to be checked before placing into service. The external paddles were found to need replacement. There was no patient involvement.